Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported both the scrub and the surgeon had a difficult time applying the implant to the inserter. The surgeon believes the receptor tongs on the inserter are splayed apart. No pieces fell in the patient as implant was applied to the inserter over the back table.

Manufacturer narrative:
The returned inserter was examined; there were no visual discrepancies found. It was functionally checked using a mating implant and retained the implant as expected. The complaint cannot be replicated or confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions on the proper usage, including assembly with the implant.